Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she experienced hypoglycemia that required outside intervention. There was a delay in treatment, which was caused by her inability to test her blood glucose due to an error message. She was incoherent but not passed out, and her sister contacted the paramedics. Her blood glucose was 30 mg/dl on the professional meter, and the paramedics treated the customer with glucose and an IV. She was transported to the hospital and was given additional glucose there. She reported the meter displayed an unknown error message. She was eventually able to get a result but was unable to provide the exact reading or the timeframe between the result and the adverse event. The alleged product was requested for evaluation.